Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not have stimulation and was unable to locate the ipg using external devices. It was reported an x-ray may be taken to determine if the ipg had turned over.